Event description:
As per sales sep, patient had a revision of accolade tmzf due to the head breaking off the neck. Primary medical records are not available as surgery was done at (B)(6) about 9 years ago.

Manufacturer narrative:
An event regarding disassociation and altr involving an accolade stem was reported. The event was confirmed. Method & results: -device evaluation and results: body fluids were noted on the stem. Severe wear was identified at the trunnion of the stem. -medical records received and evaluation: a review of the provided information by a clinical consultant confirmed head disassociation and altr but could not determine a root cause. -device history review could not be performed as the lot ID is unknown. -complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including clinical and past clinical records, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As per sales sep, patient had a revision of accolade tmzf due to the head breaking off the neck. Primary medical records are not available as surgery was done at (B)(6) about 9 years ago.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Device not returned to manufacturer.